Manufacturer narrative:
A ge healthcare service representative performed a system checkout of the system and confirmed a leak in the breathing circuit. The oxygen cell was secured to eliminate the leak.

Manufacturer narrative:
Per customer biomed, patient information is not available. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the tidal volume compensation is locked. A ge healthcare service representative performed a checkout of the equipment and found that o2 cell was not secured to breathing circuit module and caused a gross leak. There was no reported patient injury.